Event description:
Information received from the field notes infection and erosion. The patient was administered an antibiotic regimen and a temporary pacing wire was introduced. The patient remained hospitalized and device replacement followed the antibiotic course.